Event description:
It was reported that, pt states that he began having groin pain within the last 6 months. Pain generally occurs upon lifting and bending. Occasionally has pain in right buttock. He often experiences pain when crossing his legs. Pt has scheduled an appointment for with his orthopedic surgeon. He is having blood work done. Patient has no other protocols to follow until seen by doctor.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.